Event description:
A 2.5mm diameter by 18mm length s660d stent delivery system was inserted for treatment of a totally occluded lesion in the right coronary artery. It was not possible for the stent to cross the occluded target lesion. It was reported that the stent dislodged during the procedure; however, details of how the dislodgement occurred are not available. Attempts to snare the stent were unsuccessful. The stent remains in the patient's iliac artery. The user facility reported that a total of 117mm of stents were implanted to treat the right coronary artery. The pt was fine post procedure and there were no additional clinical sequelae reported related to the event.